Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms had occurred. The customers blood glucose (bg) level was impacted above 600 mg/dl on (B)(6) and 722 mg/dl with diabetic ketoacidosis (dka) on (B)(6). The customer changed out the infusion set site and administered a manual injection to stabilize bg level on (B)(6). Reportedly, the customer was hospitalized on (B)(6) and insulin was administered via intravenous (IV) drip. The customer indicated that all supplies were changed 5-6 hours prior to hospitalization. During the hospitalization the customer was advised by the health care provider to disconnect from pump therapy, manual injections were used for alternate insulin therapy. The customer resumed pump therapy on (B)(6) the customer was discharged from hospitalization on (B)(6) 2016 with a bg level of 135 mg/dl.